Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036, xlpe poly liner 50/52/54 x 36, 63843891- 0001822565-2018-04150, 00620005020, shell porous with holes 50 mm o.d., 63833519. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04150. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [ remains implanted ]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's left hip was revised one month post implantation due to dislocation. Dislocation for patient happened on weight bearing. Cement pebble was removed from the cup and no further action taken. The cement was not properly cleared at time of implantation of stem and was subsequently left in patient, causing dislocation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported patient dislocated one month post implantation. Dislocation for patient happened on weight bearing. Cement pebble was removed from the cup and no further action taken. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.